Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/esophagus procedure. The surgeon tried to fire the device but it was locked and could not fire. The case was completed using another device. No patient injury.